Event description:
A biomedical engineer reported system messages displayed during a procedure. Additional information was obtained from a nurse at the facility. The system messages occurred during a cataract with intraocular lens implant procedure. A different surgeon was brought in to perform the cataract removal using a manual procedure instead of using the system for phacoemulsification. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and the system message reported could not be replicated. The company representative demonstrated the creation of the reported system message with the customer's biomed technician and confirmed that the reported system message was due to the misuse of system functions. The company representative provided the recommendations of the proper use do the system functions. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause for the reported event was attributed to improper use of system functions. (B)(4).